Manufacturer narrative:
(B)(6). Investigation summary: not applicable as no sample is returned. Review of the DHR shows that there is no abnormality observed during visual inspection for out-going inspection. For the duration of 12 months, no quality notification was raised for a similar non ¿ conformance if samples are received in the future the complaint will be re-opened and re-investigated. Investigation conclusion: since no samples and photos displaying the reported condition were received no defects can be confirmed. Root cause description: root cause could not be determined as there is no sample returned for investigation. Rationale: no CAPA necessary as defect was not confirmed.

Event description:
It was reported that bd eclipse¿ needle leaked. Verbatim: pharmacist called to report that the eclipse needle leaked while giving an injection in a patient's arm. He checked that it was securely fastened. But the medication still came out of the needle incorrectly. He had to redo the injection with a new needle to complete the dosage. Needle was discarded.